Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose was 10.5 mmol/l at the time of incident. The customer also reported that the insulin pump had no delivery alarm. Customer reports the drive support cap appears normal. The customer was previously able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed the displacement test and they were able to passed the test. Customer states the insulin did exit. The insulin pump will not be returned for analysis.